Event description:
During intraocular lens (iol) implant surgery, while inserting the iol, the surgeon had difficulty folding the lens and one of the haptics broke. The surgeon reported that the lens looked thicker than usual. As the iol was being removed from the eye, the posterior capsule tore. Another type of lens was implanted in the sulcus. The patient's visual acuity is good and no clinical consequences have been observed. Additional information has been requested.